Event description:
Caller reported damage to usb port and pins on pump, impacting ability to charge the device. There was no adverse impact to the customer¿s blood glucose level. Customer intended to use a backup insulin pump and a replacement pump was sent by technical support. Caller was instructed on returning the damaged pump and acknowledged all guidance.